Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available.

Event description:
It was reported that a perforation and a pericardial effusion (pe) occurred. The procedure was cancelled. During a left atrial appendage (laa) closure procedure, a nrg transseptal needle was selected for use. The patient was under non-general anesthesia and sedated by rn in the room. Half dose (4k) of heparin was given. The physician got access and went to go transseptal with nrg rf needle and a non-boston scientific sl1 catheter. At this time, the patient stated to have chest and jaw pain. Electrocardiogram (EKG) was looked at and it was decided to proceed. Thus, the physician rewired the superior vena cava (svc) for the second time then dropped down on the fossa and went transseptal (slightly inferior slightly posterior). No effusion was noted at baseline. Intracardiac echocardiography (ice) crossed and other half of heparin was given (4k). The non-boston scientific angled pigtail was navigated in the appendage and took a contrast shot. The 24mm closure device was deployed 5 times, all of which had lower compression and came back when tugged. The patient blood pressure remained very steady at 150/80, and act came back 260. At this time the physician requested a trusteer sheath. The 24mm closure device was attempted again, however positioning was still proximal with tug. At this time the physician reassessed and changed to a 27mm closure device. The 27mm closure device landed in a limbus pocket. It was noted at this time that there was fluid around the appendage, but the physician thought it looked the same from when the procedure started with intracardiac echo (ice) on the left side. The patient pressure was still 150 systolic. Another contrast imaging shot was taken and the 27mm closure device was deployed two times. Both attempts were adequately compressed but the tug test pulled the device proximal. The patient pressure dropped to 120 systolic. At this point, the decision was made to recapture the closure device and abort the case. As the physician was removing the devices over to the right side, the patient pressure dropped to 80 systolic and it was then noted that the patient had a pericardial effusion that it is believed to have started on the right side. The physician tapped the patient and reversed the heparin. Approximately 780cc of fluid was drained mainly from the right side of the heart and was re-transfused back to the patient. After about 30 minutes the effusion clotted off. The patient had a pressure of 120 systolic when leaving the room and was admitted for overnight monitoring and a repeat echocardiogram. It is expected the fully recover of the patient. The device is not expected to be returned for analysis. No pe was noted prior to the procedure. The patient was not under warfarin nor antiplatelet at the time. No malfunction was reported with the nrg needle, which was rewired once because the needle dropped off the septum but nothing out of the ordinary. The septum was mildly thick but nothing that caused any difficulty for this experienced implanter. The physician suspected that the effusion was from a perforation during the transseptal puncture since it stopped on its own and the patient did not need surgery as per CT surgeon.